Event description:
It was reported that during a vats procedure, when the device was removed from the patient, an inordinate amount of lubricant was noticed on the shaft of the device. Another two devices were opened with the same issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batch.